Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd-solis vip ambulatory infusion pump had an event of cassette attached errors alarming, dso (downstream occlusion) seal open that occurred during pre-test. The reported event is a high priority alarm, and open dso seal would allow fluid ingression. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
D4 - primary UDI number: updated. H4 - device MFR date: updated. H3 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log indicated an error: cassette not attached properly. No service history was recorded within the past 12 months. Visual inspection revealed no anomalies. Functional testing was performed, but the reported cassette attachment error could not be replicated but found in event log. The downstream occlusion (dso) sensor was replaced, and the probable cause was identified as the dso sensor. Following the repair, the device successfully passed all functional tests.